Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a used 22ga insyte autoguard IV catheter unit that consists of the catheter adapter assembly. The photos disclose that the adapter has a ¿u¿ shape break at the midsection below the tab. A portion of the adapter is completely broken away. The break at the adapter is confirmed as an obvious cause of leakage. During manufacturing process misalignment of the rotate finger as compared to the pick and place gripper fingers can cause the impact to the part leading to the cracked adapter defect and leak. If a misalignment condition exists, the contact would happen when the pick a place grippers are in the advanced position before the adapter rotate operation is complete. The reported issue was confirmed. Based on the evidence observed at the adapter of the unit, the most probable root cause of the defect of damage and leakage is manufacturing related. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a cracked/broken needle hub/adapter/connector. The following information was provided by the initial reporter: material no: 381423 batch no: 0171668. An rn in the pre-op unit started an IV on a patient with a 22ga IV catheter. Wehn the IV was in place there was bleeding from around the IV site. The rn then realized a part of the blue plastic hub had broken off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte autoguard shielded IV catheter experienced a needle hub hole/crack/damage. The following information was provided by the initial reporter: an rn in the pre-op unit started an IV on a patient with a 22ga IV catheter. Wehn the IV was in place there was bleeding from around the IV site. The rn then realized a part of the blue plastic hub had broken off.

Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a cracked/broken needle hub/adapter/connector. The following information was provided by the initial reporter: material no: 381423. Batch no: 0171668. An rn in the pre-op unit started an IV on a patient with a 22ga IV catheter. Wehn the IV was in place there was bleeding from around the IV site. The rn then realized a part of the blue plastic hub had broken off.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a cracked/broken needle hub/adapter/connector. The following information was provided by the initial reporter: material no: 381423, batch no: 0171668. An rn in the pre-op unit started an IV on a patient with a 22ga IV catheter. Wehn the IV was in place there was bleeding from around the IV site. The rn then realized a part of the blue plastic hub had broken off.